Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with two 250cc mentor memorygel breast implants and was diagnosed, via ultrasound, with bilateral breast hematomas, post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement with unspecified implants on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 29, 2022, the mentor failure analysis lab received the device for evaluation. Mentor received information indicating that the implants were implanted for breast augmentation revision and also the patient identifier was provided. On october 5, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 250cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 18, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9703952 sn: (B)(6) and (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9710483 sn: (B)(6). An analysis of the suspect medical device's photo was completed on (B)(6) 2022. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed with no apparent damage or visual anomalies. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.